Event description:
The customer reported a possible overfusion. Octeoride 500 mg/100 ml was to infuse at 50 mcg/hr (10 ml/hr) but may have completed too soon. A bag was hung on (B)(6) 2014, at 2121; it was put on hold between 0115 and 0330 on (B)(6) 2014 when the patient was transferred from micu to sicu, and a new bag was hung at 0334. This bag was expected to last until 1330 (10 hours) but the sicu nurse documented at 0600 that 83 ml had infused and requested a new bag from pharmacy. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.